Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial lead exhibited high pacing impedance and loss of capture. No intervention was performed. The patient was in stable condition.